Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the port where the syringe is inserted to transfer and fill. This was identified during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was evaluated. The device was returned containing approximately 60 ml of fluid in the bladder. A visual inspection was performed using the naked eye found which evidence of leak/backflow at the fillport when the fillport cap was removed. Further inspection revealed the cause of the leak/backflow condition was due to a particle measured to be 0.30 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir (fourier-transform infrared spectroscopy). Acrylic is the material of the device stressmember located inside the bladder/balloon. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition is a supplier manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.